Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the reservoir did lock in place into the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the top around where screw in was cracked. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.